Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead had high capture thresholds. The patient was asymptomatic. The lv lead was reprogrammed successfully. The patient was stable throughout procedure.